Event description:
Caller reported a malfunction on a pump, specifying that the issue occurred twice in one day and reset it themselves the first time before consulting support. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. As a corrective action, customer was advised and acknowledged receipt of a replacement pump with updated software, and would use multiple daily injections as a backup therapy. Customer was instructed to put the pump into storage mode and return it using provided materials.